Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced high blood glucose event on 03-mar-2026.the insertion site was abdomen. The patient received treatment with manual injection. The patient replaced infusion sets and resumed insulin successfully. No further information is available.